Event description:
Edema and pain in area of injection of buffered lidocaine due to malfunction of anutra device. Dose or amount: 2 ml. Frequency: prn. Route: dental. Diagnosis: for dental anesthesia.